Event description:
Pt admitted in 2001 with end stage liver cancer. Norphine sulfate IV infusion ordered to infuse at 1 mg/hr which was equivalent to 1 ml/hr. 50mg morphine sulfate IV infused between the hours of 3:50 pm and 7:30 pm 2 days later. Unknown as to exact time frame pt received total dosage. Pt given narcan IV and became alert and verbal. Pt transferred to ICU for monitoring and was restarted on morphine IV for pain control. Pt subsequently expired the following day at 12:17 p.m.